Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon deflation issue, removal difficulty, stent explantation and shaft break occurred. The target lesion was located in the left main artery. A 4.00 x 12 synergy¿ drug-eluting stent was advanced to treat the lesion and was deployed up to 16 atmospheres. When the stent delivery balloon was deflated, the physician felt the balloon did not deflate as usual. The balloon was then brought proximally for post-dilation to appose and expand the stent properly at the highly calcified ostium. Upon deflation of the balloon, it was noted that the balloon did not fit in the guide catheter. When the balloon was pulled, the balloon became stuck to the stent and it did not move. As the balloon was pulled, the stent was pulled out of the left main and the hypotube broke. Another balloon catheter was then used to hold the system at the tip of the guide catheter and removed everything out. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable without experiencing any health issues.